Event description:
Set screws were difficult to advance down the reduction pedicle screw housing. Due to the high resistance of the rod advancement down the reduction housing, one of the reduction tabs separated prematurely from the pedicle screw housing. This is an incidental occurance that was not observed in in-house testing. The cause is indeterminate from the information provided. Speculation that due to inapporpiate carpentry or patient anatomy, the sitting of the rod required excessive force beyond the intended range of usage. Unknow whether implant was replaced. Reduction tabs are appendices are to be removed to become a standard pedicle screw which could have been used as is without a replacement. Actual remedy is unknow at this time.